Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient was doing well and receiving good spinal cord stimulation (scs) therapy. It was noted that the patient recovered from replacement surgery without sequela. It was noted that the patient was receiving effective therapy and was smiling the last the reporter saw her.

Event description:
Additional information received reported that the leads and battery were explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances (>20,000) were measured on elecrodes 8-15. It was stated that the patient had loss of stimulation and loss of therapeutic effect (less than 50% therapy relief) at the lead location. It was reported the issue was not resolved, and that a revision would be scheduled in april. It was reported that the patient lost stimulation on the left side. It was noted that the lead plugged into the 8-15 port had all high impedances and no stimulation, and it was unknown which of the two leads was the ¿bad¿ lead. Additional information received reported that a replacement/revision had not yet been scheduled. It was stated that the patient had 2 leads implanted, and that the one in the 8-15 port had the high impedances and no therapy.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found there was a broken conductor at the titan anchor site. All circuits were open, all breaks were located 17.8 cm from the distal tip and it matched complaint loss of therapy in 8-15. It was noted that there were titan anchor impressions 23.6 cm from the distal tip, 0-7 lead. It was noted that there were titan anchor impressions 23.4 cm from the distal tip, 8-15 lead (titan anchor not returned). It was noted that the outer insulation melted 25.6 cm from the distal end. Analysis of the lead (v78902010) found no anomaly. Analysis of the implantable neurostimulator ((B)(4)) found it functionally okay with insignificant anomalies.